Event description:
Customer said that he was wearing a pod which delivered an occlusion alarm at which point he removed and replaced the device as appropriate. His blood glucose level was elevated at that time due to the occlusion. This device was disposed of after removal. Some time after replacing the pod, the patient began experiencing symptoms of hyperglycemia and contacted his health care provider. He was instructed to remove the second pod and take insulin by injection, which brought his bg levels back to normal levels. It was reported by the patient's parent that when they removed the second device, they noticed that the cannula was not bent or kinked, however it did appear that it was laying on, and barely piercing the skin. There was a red line on the skin where the cannula was pressed against it. This second pod was returned to the manufacturer for evaluation.

Manufacturer narrative:
Evaluation of the drive and mechanical assembly did not reveal any functional issues. Based on the user's reported observation at the time of device removal, the pod may not have been properly secured around the infusion site when the inserter was activated and the skin moved away from the needle preventing proper placement of the cannula. The product user guide instructs the user to "check infusion site frequently for proper cannula placement".